Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely sdi output does not work occurred due to faulty dp board equipped with sdi output driver, faulty sdi output terminal, or the like. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for an evaluation so the customers allegation cannot be confirmed. The facility checked with different sdi (serial digital interface) cables as well as the monitors, the serial digital interface signal is working with replacement serial digital interface cable. No image was likely caused by a bad serial digital interface cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the visera elite ii video system center had no image. The issue was observed during preparation for use for a therapeutic trans-urethral resection of bladder tumor procedure. The procedure was completed with no delays using a similar device. No patient harm was reported with this event.